Manufacturer narrative:
The reported batch/lot 292791156 does not match with the reported upn and the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2022. During the procedure, the bands were deployed to perform ligation; however, several bands were stuck together, which could not be deployed. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.